Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and moderately calcified lesion, located in the circumflex artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that an attempt was made to carry out a direct stenting procedure. The device failed to cross the lesion. The device was pulled back and it was noted that the stent struts were damaged. The procedure was completed using a non-medtronic device and post dilation was performed. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.